Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2012 and presented on (B)(6) 2016 with ectasia in both eyes. A brief description of the event says that patient was seen four years post treatment for an enhancement evaluation and the orb scans show ectasia. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision for the past 6 months. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2012: right eye pre-op 20/20 1.75 x -.25 x 75, left eye pre-op 20/20 1.75 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/20 .25 x -.75 x 70, left eye post-op 20/20 .50 x -1.25 x 60.